Manufacturer narrative:
No investigation can be performed. Reference and lot unknown.

Event description:
Revision surgery to reposition the cup, according to surgeon opinion. Cup, liner and head was revised. Primary stem, masterloc, was not revised. No information are available on the primary surgery.